Event description:
Midline catheter would not advance. When the catheter was being withdrawn, 7 cm of catheter broke off and remained in the tissue/vessel wall (per CT exam). The patient did not have a procedure to remove the retained catheter piece. He was post-cardiac arrest and intubated and undergoing cooling, however, he was not improving and family withdrew care. So there was no effort to remove the retained catheter. This was reported to the product rep as well. FDA safety report ID #(B)(4).